Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusion.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one reload. Visual inspection of the instrument found no abnormalities. Visual inspection of the cartridge revealed that the reload was fully fired and the jaws were open. Functionally, the instrument was loaded with post market vigilance representative reloads. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. The reload was loaded into the subject instrument for functional testing. This test found the jaws to clamp and unclamp repeatedly without difficulty. The reload was cycled without hesitation or binding and the jaws opened after the instrument return knobs were retracted. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned products as received by medtronic were found to meet specifications and the reported condition was not confirmed. A review of the device history records could not be performed because the lot numbers were not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a colectomy functional end to end anastomosis, the first fire to colon of mouth side was successful. Upon the second fire to colon of anal side, the surgeon fired the device and pulled back the black return knob, however, the knob was too stiff to pull back. Additional resection was performed with the new device resulting in tissue loss.